Event description:
Note: this report pertains to one of seven rx cytology brush devices used during the same procedure (manufacturer reports # 3005099803-2013-01451, 3005099803-2013-01452, 3005099803-2013-01453, 3005099803-2013-01454, 3005099803-2013-01455, 3005099803-2013-01456, and 3005099803-2013-01457). It was reported to boston scientific corporation that seven rx cytology brushes were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2013. According to the complainant, during preparation of each device, when the device was tested, the brush would not fully retract back into the sheath. This event took place outside the patient. The same event took place for each of these seven rx cytology brushes used in the procedure. The procedure was completed with an eighth rx cytology brush. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
Note: this report pertains to one of seven rx cytology brush devices used during the same procedure. (Manufacturer reports # 3005099803-2013-01451, 3005099803-2013-01452, 3005099803-2013-01453, 3005099803-2013-01454, 3005099803-2013-01455, 3005099803-2013-01456, and 3005099803-2013-01457). It was reported to boston scientific corporation that seven rx cytology brushes were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2013. According to the complainant, during preparation of each device, when the device was tested, the brush would not fully retract back into the sheath. This event took place outside the patient. The same event took place for each of these seven rx cytology brushes used in the procedure. The procedure was completed with an eighth rx cytology brush. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Visual evaluation of the returned device found no anomalies. Functional evaluation found that when the handle was actuated, the brush would extend and retract. The brush fully retracted into the catheter. The distance between the groove at the distal tip of the device and the distal end of the brush was measured with the brush retracted and found to meet specification. The working length and brush extension distance were measured and found to meet specifications. The brush wire assembly was not bent/kinked. No device issues were identified; therefore, the investigation was unable to confirm the reported complaint. The device history record review found the device met all manufacturing specifications.

Manufacturer narrative:
(B)(4) for the reported event: brush would not retract completely. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.